Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. External visual inspection noted the case to be slightly swollen. All seal plugs are intact. All setscrews operate normally. A review of the device memory confirmed a code, recorded on (B)(6) 2013, due to the charge time limit having been exceeded. Review of the recorded episodes did not reveal any irregularities. A capacitor reform was initiated. The charge time was longer than expected. The device was submitted for electrical testing. During testing, the device did not deliver the expected amount of energy. The device case was removed in order to facilitate inspection of the internal components. Visual inspection noted swelling of the high voltage capacitor. This capacitor was removed and detailed analysis identified arcing damage within it. Due to the damage, the root cause for the arcing could not be determined. This damage resulted in the observed long charge times and inadequate energy output.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had triggered a long charge error due to capacitor charge time exceeding limitations. Additionally, it was noted that this device was beeping for several weeks. Battery function was noted to be normal. It was recommended that the product be explanted and replaced. The patient was brought to the clinic, it was confirmed that the long charge was to be device-specific and not electrode-related therefore does not need to be replaced. Subsequently, a revision procedure was performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had triggered a long charge error due to capacitor charge time exceeding limitations. Additionally, it was noted that this device was beeping for several weeks. Battery function was noted to be normal. It was recommended that the product be explanted and replaced. The patient was brought to the clinic, it was confirmed that the long charge was to be device-specific and not electrode-related therefore does not need to be replaced. Subsequently, a revision procedure was performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported.